Manufacturer narrative:
Lot #: the lot number of the device at the time of this report is unknown. Expiration date: unknown as the lot number of the device was not provided. Device manufacture date: unknown as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The field service specialist (fss) visited customer site and inspected the concomitant device, femtosecond laser. Fss verified laser energy calibrations, z-calibration, side cut retrace and gel thickness, and no problems were found. Fss tested the laser and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with an intralase patient interface (pi) after the laser fired and that the doctor was unable to start lift flap possibly by the suction loss before side cut. The initial report indicated that patient treatments were delayed or cancelled. No additional information was provided.